Event description:
It was reported that stent damage occurred. During a percutaneous transluminal coronary angioplasty (ptca), a 8 x 4.00 promus premier select stent was advanced and positioned at the lesion site, but could not pass through the lesion properly, and deployment was not completed. The device could not be positioned at the lesion site, and therefore could not be used. No attempts were made to inflate the balloon. The device was removed from the patient, and damage on the stent struts were noted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Device evaluated by MFR: a 8 x 4.00 mm promus premier select stent delivery system was returned for analysis. There was no stent returned. The balloon was reviewed, no damage was evident, the balloon wings appeared relaxed, suggesting the device may have been subjected to positive pressure. Crimp markings are visible on the exposed balloon wall. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were noted.

Event description:
It was reported that stent damage occurred. During a percutaneous transluminal coronary angioplasty (ptca), a 8 x 4.00 promus premier select stent was advanced and positioned at the lesion site, but could not pass through the lesion properly, and deployment was not completed. The device could not be positioned at the lesion site, and therefore could not be used. No attempts were made to inflate the balloon. The device was removed from the patient, and damage on the stent struts were noted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.